Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention while on the phone with customer support. This is being reported as an adverse event under the FDA medwatch regulations. The meter reported in this event will not be returned for evaluation.